Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
It was reported that the self-adhesive of the infusion set detached from the connector plate and the cannula came out of the patient's body.